Manufacturer narrative:
We received one catheter as a faulty sample. The sliding clamp was missing, and an additional extension line (not a vygon germany gmbh product) was attached to the catheter. Furthermore, the catheter tube was shortened at the 10 cm marking . Flushing the catheter with water was successful, and a leakage near the wing was detected. The attempt to flush the catheter with water was successful. Increasing the pressure by clamping the catheter tip revealed a leak in the wing. Microscopic examination revealed a tear directly at the wing. The fracture surface was very rough, indicating excessive tensile force, likely from pulling the catheter to reposition it, as noted by the customer in the incident report. (After pulling the PICC line back the ordered amount, the PICC rns were reapplying the sorbaview dressing when they noted blood near the hub of the PICC line). In general, there are various events that can lead to a leaking catheter: 1. Tensile force which may be caused by: dressing change - in some instances the catheter can become adhered to the dressing and additional pulling is required to free it; placing stress on the line could result in a tensile fracture. Routine care (when lifting the baby to change the bedding) and movement of the baby itself could result in a tensile fracture. 2. Mechanical damage by a sharp instrument (for example scissor, forceps or scalpel) during dressing change. 3. Alcohol-based disinfectant- concerning this, there are some warnings in the IFU: be aware that organic solvents such as alcohol or acetone may interact with catheter material and weaken it. A review of the component batch history records was performed, and no deviations were found. The batches complied with their specifications and were released. Each catheter undergoes flow and leak testing during production as part of the quality control process. The tensile force and dimensions of catheter and set components are randomly checked. Incoming goods inspections and two 100% visual tests after packaging are carried out. A review of vygon USA's complaint data identified two reported catheter issues involving leakage or cracking for lot 25d035d. Of these, neither was confirmed to be related to a manufacturing cause. Corrective action: based on the investigation, the issue was attributed to excessive tensile forces, with no evidence of a manufacturing-related defect. Therefore, vygon germany's quality management has not initiated any further corrective action at this time.

Event description:
PICC line was placed (B)(6) 2025 at approximately 10:23am. PICC line was placed without difficulty and no tweezers with "teeth" were utilized. In the afternoon, the app asked the PICC rn to pull back the PICC line based off of the xray. When the PICC rn was available, her and an additional PICC rn went to complete this task. They removed the dressing with adhesive remover and reported that the PICC dressing was not overly adhered or difficult to remove. After pulling the PICC line back the ordered amount, the PICC rns were reapplying the sorbaview dressing when they noted blood near the hub of the PICC line. Upon further investigation, the PICC rn also noted lipids dripping from a crack where the line meets the hub. This PICC was removed and new PICC placed later that afternoon/evening.

Manufacturer narrative:
Upon receipt of sample an investigation will be completed and the results will be sent through a follow up MDR.

Event description:
PICC line was placed (B)(6) 2025 at approximately 10:23am. PICC line was placed without difficulty and no tweezers with "teeth" were utilized. In the afternoon, the app asked the PICC rn to pull back the PICC line based off of the xray. When the PICC rn was available, her and an additional PICC rn went to complete this task. They removed the dressing with adhesive remover and reported that the PICC dressing was not overly adhered or difficult to remove. After pulling the PICC line back the ordered amount, the PICC rns were reapplying the sorbaview dressing when they noted blood near the hub of the PICC line. Upon further investigation, the PICC rn also noted lipids dripping from a crack where the line meets the hub. This PICC was removed and new PICC placed later that afternoon/evening. ·